Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (387 mg/dl). The customer drank water to address bg level and reported would not deliver a correction bolus due to insulin on board (iob). During troubleshooting with tandem technical support (cts), cts identified in the pump logs that the customer did not complete two bolus deliveries. Cts also confirmed in the pump logs that the customer received incomplete bolus alerts. Additionally, while contacting cts the customer reported experiencing a low blood glucose occurrence (56 mg/dl). The customer stated that the cause was due to miscalculating carb counting and dosage. Tandem technical support, recommended to consult their healthcare provider regarding the low bg event.